Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance and increased capture threshold. No intervention was performed. Patient condition was stable.